Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4 - model #: unknown as product lot number was not provided. Section d4 - catalogue#: unknown as product lot number was not provided. Section d4 - lot #: unknown/ not provided. Section d4 - expiration date: unknown as product lot number was not provided. Section d4 - UDI #: unknown as product lot number was not provided. Section d6a - implant date: not applicable. Section d6b - explant date: not applicable. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the lot number of the device was not provided. Section h5: labeled for single use: unknown, as device information was not provided. Section h8: usage of device: unknown as device information was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a capsule rupture occurred during a procedure. Through follow up we learned that the capsular rupture occurred intraoperatively while the patient was undergoing phacoemulsification using a signature pro device prior to intraocular lens (iol) implantation. The team reported the rupture was attributed to patient movement. An anterior vitrectomy was performed and a secondary implantation of an ar40e intraocular lens was completed. No additional details were provided. Note: this report is for the phaco tip. Separate reports will be submitted for the phaco system and phaco handpiece.